Event description:
It was reported the patient underwent a laparoscopic hysterectomy on (B)(6) 2011. Towards the end of the procedure, the device stopped working. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00812. The same patient is represented in each medwatch.